Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has implant for bladder retention and the ins helped their symptoms, until they fell on the ice in december and ended up on their back. Pt said when they fell it migrated down it got pushed down. Pt said since then, they notice the feeling of stim in their right leg and their right foot gets cramped when they turned it up so they turned it off and can't use it because they drive with their right foot. Pt reported they have seen their urologist who said they need to make a better pocket and they had a pelvic x-ray. Pt said they have spoken with the rep about the fall, and the rep told them to call after the x-ray was done but pt did not have the rep's phone number and pt has not yet heard from their doctor. Patient services offered and sent the rep an email to call them back. Pt also said: this time they want the doctor to put a lead in so the patient can "tell them exactly where they feel it" (where they feel stim) before they put them under.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that they called the patient and changed the program. The patient felt stim in the appropriate areas. The rep had do worries of migration and hasn't heard back from the patient. The rep is unsure if there is a revision planned. No further complications were reported.